Manufacturer narrative:
Concomitant medical product: addrl1 ipg implanted: (B)(6) 2015.

Event description:
It was reported that the patient presented to the emergency room due to a right ventricular (rv) lead warning. A polarity switch occurred. Oversensing and non-physiologic episodes were noted. The lead was programmed to bipolar and appeared to be working fine so the patient was sent home. The patient was then advised by the physician to go to another hospital and was admitted. The patient experienced a pause of eleven seconds and was taken to have the device changed. The lead was functioning properly during the procedure but the physician elected to change out the device and lead. The lead was capped and replaced and the implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.